Manufacturer narrative:
Alleged failure: the m balloon that was placed never inflated. It moved out of position, and when trying to inflate it outside the intended area, the solution would leak out ¿ so an s balloon had to be used instead. Visual inspection: the tip of the overmolded tube was broken. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be use of excessive force. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the m balloon that was placed never inflated. It moved out of position, and when trying to inflate it outside the intended area, the solution would leak out. So, an s balloon had to be used instead.